Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and pain; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on (B)(6) 2011, the patient was implanted with a non-bard/davol strattice reconstructive tissue matrix. It is alleged that as a result of having the strattice mesh implanted, the patient has experienced significant mental and physical pain, and suffering and mental anguish, has sustained permanent injuries, has undergone medical treatment, underwent additional surgeries to treat the recurrent incisional hernia, and will likely undergo further treatment. It is alleged that after the removal of the non-bard/davol mesh the patient underwent two surgeries to repair the recurrent hernia, without success. Attorney alleges the patient underwent a fourth hernia repair surgery, and was implanted with a bard/davol ventralight st surgical mesh. The surgery was performed on (B)(6) 2015, for the purpose of repairing the patient's recurrent hernia. It is alleged that as a result of having the ventralight mesh implanted, the patient has experienced significant mental and physical pain, and suffering and has sustained permanent injuries, has undergone medical treatment, and will likely undergo further treatment. It is also alleged that the device is defective.